Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 19 mg/dl at the time of the incident. The customer had a car accident after bolusing for a 348 mg/dl high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer was also hospitalized for diabetic ketoacidosis. Their blood glucose was 485 mg/dl. The insulin pump will not be returned for analysis.